Event description:
It was reported that the device was at elective replacement indicator, pacing vvi 65 bpm, battery/lead measurements were not displayed, and there was possible premature battery depletion. Turning the programmer off and on, and re-interrogating the device did not resolve the issue. After the manufacturer's technical representatives examined the device performance data, it was determined that the issue could be corrected through a programming and that a device replacement was not needed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated/elective replacement indicator. A measurement system lock-up error occurred. Elective replacement indicator was recorded on (B)(6) 2010.